Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst ii system (3.8mm) did not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. An incomplete device was returned. The aortic cutter, loading device and incomplete seal was returned for evaluation. The seal was observed to be outside of the loading device. The blue tether and tension spring assembly were observed to be detached from the seal and not returned for evaluation. Signs of clinical use and evidence of blood was observed on the seal as well as on the aortic cutter. The cutter was returned in an not deployed state, with the side lock not pressed and the top button not pressed. There were no visual defects observed on the aortic cutter. The delivery device was not returned for evaluation, therefore we are unable to confirm the position of the white plunger as well as the blue slide lock on the delivery device. The seal was observed to be unraveled, with blood observed on the coils, indicating there was an attempt to introduce the seal into the aorta. Based on the incomplete device return, and the returned condition of the device, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst ii system (3.8mm) did not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.